Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device, image noise occurred and the image could not be seen. The e218 scope malfunction error was due to damage on the circuit board of the video plug section. Additional evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, switch button 3 had a scratch, and the forceps elevator was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image noise and e218 error was due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor mounted on the electric circuit board had a defect. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: ¿[inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levels slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the endoeye flex deflectable videoscope's image was sometimes distorted. The issue was found during a therapeutic procedure which was completed with the same device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the device exhibited e218 scope malfunction error. Generation of noise was noted in the image and subject could not be recognized. This report is being submitted for reportable malfunctions found during evaluation.